Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the sorc, there was the possibility that this phenomenon was attributed to the excessive force being applied to the distal end.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that there were air leakage from the forceps elevator and the gap of the glue on the distal end. There was no report of patient injury associated with the event.